Manufacturer narrative:
If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead indicated the lead was not attached correctly and will be undergoing a procedure to have the lead explanted. Additional information confirmed the lead was dislodged and a revision procedure was required. The lead was explanted.